Manufacturer narrative:
Section h10: (h3) pending evaluation.

Event description:
As reported, approximately 8 years post op initial left tka, this 64 y/o male patient was revised. Surgeon performed a poly swap of the recalled poly. Reason for the revision was not reported. Patient was last known to be in stable condition following the event. No x-rays available. Device not returning - hospital kept.

Manufacturer narrative:
H11 correction- after investigation this event is found to be a duplicate case. All additional information will be recorded and appropriately processed and reported under MFR#: 1038671-2023-00199.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Event was previously reported under report # 1038671-2023-00199.